Event description:
Healthcare professional reported "rupture and product concern." Later reported "MRI confirmed rupture." This record is for a left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events rupture and anxiety-product/procedure was received on november 22, 2024 with lot number 2704723. Based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell assessed as inconclusive. Anxiety-product/procedure: unable to observe. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported "rupture and product concern". Later reported "MRI confirmed rupture". This record is for a left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d6b, h6.

Event description:
Device has been explanted and replaced.